Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. The returned pump underwent an evaluation. An initial visual inspection did not identify any issues. When batteries were inserted the pump functioned without issue. It was reported that all lights were illuminated and frozen. This would only occur in the event that the device entered a non-recoverable error state. Device performance data did not detect any system errors or faults with the pump. Therefore we have not been able to confirm a relationship between the event and the device. It was found that the device spent the majority of its total functioning time in a leak state. Potential causes for the device entering a leak state are:- 1. Dressing not applied properly, without creases and fixation strips 2. Filter/port not adhered to dressing correctly 3. Connector not correctly fastened and secured to the pump 4. Tubing trapped, folded over/kinked causing a blockage 5. Dressing integrity has been compromised no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that three pico 7 devices did not operate properly. When the batteries were placed in the device all of the lights flashed on and frozen. When the or staff tried to push the orange button, the device would not turn on and the lights remained on and frozen. It is unknown if a patient was involved, if there was a delay and if a back-up was available.